Event description:
The customer contacted baxter's technical service center regarding an alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. The home patient (hp) had disconnected and fluid had leaked on the floor. The caller would call the registered nurse (rn) regarding disconnecting early. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the leak was use error. As the cassette was not returned, a device analysis cannot be completed. Per the baxter homechoice operator's manual, users are warned not to disconnect without using proper procedures during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.